Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading ranged from 486 to 600+mg/dl. Customer was wearing the pump at the time of emergency room visit. Product is being returned and replaced due to keypad issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. All buttons functioned properly. However, found moisture damage on the keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked lcd window.